Event description:
A technician reported a case of descemet detachment, observed during a laser assisted cataract procedure. Reporter indicated the procedure was completed via conventional cataract method. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time no additional information has been received. During the on-site review, the field service engineer (fse) evaluated the system and it was found to meet specifications. As there are multiple factors that could contribute to a descemet¿s detachment, including non-system factors, the root cause of the event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.